Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Inspection did not reveal any damage or deformities that would prevent the heads from properly seating on the stem. Dimensional analysis were found to conform to specifications on all returned heads. Device history record (DHR) was reviewed and no discrepancies were found. The complaint was not confirmed and device analysis indicated that the device met specification. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products - freedom 10 deg liner sz 24/ pn 11-107423/ ln 855210, m/h radial 3-hole shell 62mm/ pn 12-104162/ ln 262510, taperloc por lat fmrl 11x142/ pn 11-103205/ ln 597400. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-02626, 0001825034-2017-02627, 0001825034-2017-02629.

Event description:
It was reported that during a hip surgery when the doctor was revising the failed femoral component with another stem and changing a poly on a well fixed cup to another liner, the first head did not fit on the stem. Surgeon tried a different liner with the head but the hip was not stable. He then proceeded to remove the well fixed cup and replaced it with another constrained cup and femoral head. There was a 1 hour delay as a result.